Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. A field service engineer (fse) identified several issues: a misadjusted pipetting position, a bent stirrer, too high stirrer speed, a damaged sipper, and an issue with the pinch tube. The investigation was unable to determine a direct root cause, as there were many parts replaced. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable elecsys ft4 IV and elecsys hcg + results from the cobas e 411 analyzer (rack system). Results were provided for ft4 for one patient as an example. The initial result was 0.5 pmol/l, and the repeat result was 12 pmol/l.